Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had a loss of stimulation. In the last three months the stimulation had turned off twice. On the second occasion the patient was in pain when it happened; they realized they should check their device and found that the stimulation was off. The patient successfully connected their recharger and found out the implant was charged but turned off. The ins was not depleted and they were able to turn the stimulation on successfully. No further complications reported.